Event description:
The power cord, used as an accessory to the device was broken. Upon repair evaluation, it was discovered that there was an exposed prong still attached to the power cord. There was no reported patient harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords (ul 817 and iec60320-1).